Manufacturer narrative:
Additional information: common device name/procode: ffk. (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the stonebreaker pneumatic lithotripter was leaking gas during a procedure due to a loose cartridge connection and probe cap. The cartridge was replaced, but the issue persisted, so the physician stopped using the lithotripter and used open surgery to complete the procedure. There were no further injuries aside from the additional procedure.